Event description:
It was reported that balloon rupture and detachment occurred requiring additional intervention. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt limb. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres, the balloon ruptured immediately. A rupture was identified, and deflation was performed several times. During removal, the balloon was stuck on the tip of the sheath and could not be removed properly. An attempt was made to remove the balloon while rotating it, but only the balloon catheter was removed while being lifted and balloon part was remained inside the body. A biopsy forceps was then inserted, and the balloon remnant was collected. Echocardiography confirmed that there was no retention in the body. The procedure was completed with a different device and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: sv/3.5-4/4t/90 was received for analysis. A visual examination identified a complete balloon circumferential tear located approximately at the distal edge of the proximal markerband. This type of damage most probably occurred when the device was being withdrawn through the sheath. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found the shaft of the device to have completely separated at a location proximal of the distal tip bond and severely stretched distal of the proximal markerband. A visual examination observed that the distal section of the device including the distal markerband, a section of balloon material, a section of shaft and tip of the device was not returned for analysis. The proximal markerband was undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture and detachment occurred requiring additional intervention. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt limb. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres, the balloon ruptured immediately. A rupture was identified, and deflation was performed several times. During removal, the balloon was stuck on the tip of the sheath and could not be removed properly. An attempt was made to remove the balloon while rotating it, but only the balloon catheter was removed while being lifted and balloon part was remained inside the body. A biopsy forceps was then inserted, and the balloon remnant was collected. Echocardiography confirmed that there was no retention in the body. The procedure was completed with a different device and the patient was in good condition post procedure.